Event description:
It was reported the patient had a sensation down her leg even when stimulation was off and the patient could not put pressure on that leg. It was noted the stimulator had been off for 3-4 days now. They wanted to take the current lead from the right side of the patient¿s body and put it on the left side but a new lead was used. Additional information received two days later reported a manufacturer representative placed a follow up call with the patient at 3 pm that day to see how she was feeling per her physician¿s request. She explained that the pain in her right leg was getting better now that the lead had been removed and a new one placed on her left side. Stimulation was being felt at a comfortable level. It was noted in addition to her implantable neurostimulator (ins) the patient was still using catheters to help her urinate. The patient was comfortable with operating her patient programmer (pp). At 5:30 pm that same day the manufacturer representative spoke with the patient¿s husband who reported he observed oozing coming from the patient¿s pocket/incision site. Upon further inspection he noticed blood stains on the sheets and that they soaked up a few tissues with blood. The blood was mostly a pink color with some of the tissues having right red blotches and it looked like the patient¿s incision had opened up. The husband believed the stitches may have broken due to the position she had to get in to use her catheters. It was recommended the patient go to the nearest emergency room. At approximately 8 pm the manufacturer representative received a call from the on-call physician requesting medical information regarding how to close an incision on a revised device. The physician was instructed to consult with another physician about proper closing technique and antibiotic regimen. As of 10 pm that night the patient¿s status was not available.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0fg25, implanted: (B)(6) 2014, product type: lead. (B)(4).